Event description:
It was reported to boston scientific corporation that during a prostate biopsy procedure while using trupath biopsy device, the doctor was trying to take a biopsy and the product misfired. The doctor was able to finish the biopsy with another like device. The male patient is fine with no complications. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The returned device would not arm. The internal components of the device, specifically the cannula latch and the mating posts from the handle upper shell, were ultrasonically welded and deformed during manufacture. The deformation of the posts limited the amount of force applied to the cannula latch, causing the cannula latch not to properly engage the cannula hub when the device was cocked. The root cause of this complaint is a design error that allows the internal components of the device to become ultrasonically welded, causing deformation that affects the ability of the device to arm. A review of the device history record revealed no anomalies that could be associated with this incident.